Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was in the 500's mg/dl range and a correction bolus was delivered to address the bg level. A supply change was performed and insulin deliveries were resumed. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.